Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels, with a reading of 477 mg/dl. The caller stated that the customer experienced ketones and vomiting also. In addition, the caller reported multiple no delivery alarms. Troubleshooting could not be conducted as the caller did not have the insulin pump with her. However, the caller stated that the hcp wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched case.